Event description:
It was reported to boston scientific on 11/29/2006 a product problem associated with a cerebral avm (arteriovenous malformation) embolization procedure. It was reported that "during pre shaping of the wire's (device in question) tip, the tip ruptured. The (device in question) was never used in a patient." It was reported that there were no complications and that the patient condition is fine.

Manufacturer narrative:
To date, the device in question has not been returned to the manufacturer for evaluation. Based on the information known at this time, boston scientific has concluded that the cause of the user's experience was user related. The device was used after its expiration date. Add'l PMA/510(k): k023700, k002907.